Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's right shoulder for instability on (B)(6) 2020. In reporting a dislocation of a stanmore custom shoulder on (B)(6) 2020, the regional oncology specialist reported stanmore custom pin 22309 as in situ. A review of the patient specific implant prescription form (stryker version dated 09/january/2020, stanmore version dated 28/january/2020) for that pin notes: "diagnosis: instability (chronic) of custom reverse tsa. Patient had multiple surgeries on shoulder. Currently has custom gmrs with reverse total shoulder. Patient has continued instability. Desire to convert him to fully constrained articulation. Would like constrained reverse tsa adapter for gmrs humerus already in place. Will remove current glenosphere to allow for new component." The shoulder was revised on (B)(6) 2020.